Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how many clips were placed on the cystic duct? 2. Were there any formation issues noted with the clips? Yes. Were there any firing issues experienced? Clip were jammed in the device and came out 2 at a time. Was this a planned or emergency lap chole? Planned. What was the condition of the patient¿s tissue? Normal. Was a cholangiogram performed? No. Please confirm the patient has had a full recovery? Yes.

Event description:
It was reported that post-operative of laparoscopic cholecystectomy procedure, the patient returned to the operating room with a cystic duct leak. The patient was brought back to the operating room with unknown symptoms; the surgeon made a decision to do an additional procedure. He then placed a stent to allow the cystic duct to heal. The patient has been released from the hospital at this time. The device was discarded at the account.